Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. The relationship between the coopervision and the event could not be confirmed. Should additional information become available, a follow-up report will be submitted as appropriate.

Event description:
This incident was reported by the end user's location of purchase to the manufacturer's local customer service office. Information provided indicates that the patient was seen for initial fitting and follow-up in (B)(6) 2023. On 28 december 2023, at fitting follow-up, and reported symptoms of photophobia. It is reported that the ocular surface was healthy but the patient was prescribed unspecified anti-inflammatory medicine and advised to stop wearing the contact lens. The patient was seen for multiple follow-up visits where continued symptoms were reported and continuation of medication advised. On 1 february 2024, when symptoms were still not improving, the patient was transferred to (B)(6) hospital, and reportedly was diagnosed with acanthamoeba keratitis and underwent corneal transplant surgery. As of the date of this report, treatment is ongoing. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to diagnosis of acanthamoeba keratitis diagnosis with surgical intervention, hospitalization and unknown patient outcome. Should further information become available, a follow-up report will be submitted as appropriate.